Event description:
It was reported that multiple empty cartridge alarms occurred while the cartridge was not empty. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.